Event description:
The patient was diagonosed to be in ventricular fibrillation. Reportedly, when an attempt was made to charge the defibrillator, the device prompted 'connect cable' and would not charge as a result. The reporter determined the defibrillator would charge when the therapy cable was held against the device therapy connector. The device successfully delivered defibrillator energy to the patient several times while en-route to the hospital. The pt was resusciated. The reporter stated patient outcome was not the result of the discrepancy, due to continued device use.

Manufacturer narrative:
The device was examined by the local factory service representative. The representative determined root cause to be device therapy connector.